Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they haven't even messed with "this stuff" in maybe a year, so they went ahead and charged it all up but it wasn't finding the device (wasn't connecting to the implant). Patient services walked the patient through attempting to connect but the patient kept getting 'device not responding.' Patient confirmed it was going directly to 'device not responding' and not communicating first. Patient admitted to not being able to feel where the ins was but they were able to position the communicator to where they were getting 'communicating' first but it went back to 'device not responding however ultimately the patient was able to connect to see their settings. The therapy was on. Patient stated they'd wanted to connect because sometime gradually over the last year or so, their symptoms had returned. Agent asked the patient if they had any falls or traumas that led to the retur n of symptoms and the patient stated it was just a gradual thing over the last year or so but noted they had fallen once or twice due to their diabetes, within the last 6-9 months at the most, where they kind of passed out and hit the bedroom floor and they had been out for a little bit after the falls but they hadn't been able to line up the symptoms returning after the falls, the symptoms had sort of already returned by the time they had their falls. Patient reported since then, they went up a little on the medication for night time so they could sleep more than an hour at a time and they now wanted to check to see if the implant was working and to see if they could make a change to the therapy settings. Agent reviewed therapy expectations as well as stimulation and programming considerations with the patient and the patient began to increase but they were still not feeling the stimulation and then they got 'device not responding' again. Patient denied having had moved the communicator and repositioned the communicator and immediately got 'device not responding' a few times. Patient services asked the patient to gently feel for the ins site and the patient was able to feel where the ins was. Patient confirmed it felt deeper now than they recalled from before. They could feel the edges but not all of them. Patient then went back into the application and was able to place the communicator over the ins site and the patient saw 'communicating' with the implant but then 'device not responding' again. Patient gently pressed down and stated they could definitely feel the ins and grab it and it felt like it could move around and confirmed that it was slightly moving around but they were able to position the communicator over the ins site and connect to see their settings again. Patient continued to increase the stimulation to a level where they felt it comfortably in the bike seat region. The patient was going to monitor their symptoms now that a change had been made. Patient was redirected to follow up with their health care provider to check the implanted system. The troubleshooting steps that were taken on the call resolved the issue. Patient will maintain stimulation level and will continue to track symptoms and follow up with hcp about their device concerns.